Event description:
During a coronary atherectomy procedure, 2 motor drive units were used and both found to rotate too slowly resulting in a torn left anterior descending artery. Required stent deployment to maintain patency.